Manufacturer narrative:
Concomitant product: prowler select plus mc (lot unknown), 15 coils (manufacturer unk/type unk). Medications: two anti-platelet medications. The following article was identified by our (B)(4) associates and was translated into english (see attached): ¿a medical case of unilateral ino after the vrd-assisted re-embolisation of an unruptured aneurysm at the vb junction¿, jnet vol.7 no. 6, (B)(6) 2013 (1-p3-b-6). No additional information could be obtained, including an english version of the article. The date of the procedure/event is unknown. Since the lot number was unavailable, the manufacturing and expirations dates of the device are unknown. Complaint conclusion: the device was not available for analysis. In addition, the lot number was not provided; therefore, a review of the manufacturing documentation could not be performed. Stent and vessel thrombosis, total occlusion of stented segment and neurological deficit are known procedural adverse events associated with cerebral stenting procedures and is listed in the enterprise instructions for use (IFU) as such. Based on the information provided in the article, it is not possible to determine the cause of the stent thrombosis and subsequent neurological deficit; however, patient/pharmaceutical factors may have contributed to the event. The IFU cautions: ¿the use of the codman enterprise vascular reconstruction device in patients in whom antiplatelet and/or anticoagulant therapy is contraindicated could result in a higher risk of thrombosis.¿ there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported in a literature article entitled ¿a medical case of unilateral ino after the vrd-assisted re-embolisation of an unruptured aneurysm at the vb junction¿, jnet vol.7, no. 6, (B)(6) 2013 (1-p3-b-6), a patient experienced internuclear ophthalmoplegia (ino) after stent assistance coil embolization with an enterprise stent and MRI scan showed that there were ischemic changes and arterial occlusion. The patient was a (B)(6) female. The initial procedure was conducted 6 years prior to the re-embolization when an aneurysm of 5mm was found at the vb junction during the medical check-up for migraine. The aneurysm was then successfully embolized using unspecified coils and a balloon catheter. Yet after 6 years, it was found that the coils had been compacted, and the aneurysm got enlarged to 10.0mm maximum diameter / 10.0mm maximum sac width. Thus, the vrd-assisted embolizaiton was thus conducted under general anesthesia after administering 2 antiplatelet agents. The lt-va was dominant, and to deploy the enterprise from the ba to the lt-va, a prowler select was positioned first. The enterprise was deployed after the 1st coil was approached from the rt-va and implanted into the aneurysm to frame it. The re-embolization was then completed by adding 14more coils (about 209cm length). The x-ray image taken after the procedure showed that there was no thrombus in the vrd. However, when the patient woke up, the ino manifested on the right eye. The MRI scan showed that ischemic change was found in the right internal side of the pons, and it was diagnosed that the paramedian branches of the ba were occluded. Heparin was continuously administered together with ozagrel sodium and edaravone, and the symptoms resolved after 36 hours.